Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an under correction in a patients left eye following laser refractive treatment. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. (B)(4).

Event description:
Additional information received, the reported under correction was less than one diopter sphere equivalent.